Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, dehiscence of the catheter tip caused blood exposure. Changed to a new one. No patient injury was reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed; however, the exact cause is unknown. The product returned for evaluation was one 4fr sl groshong nxt catheter. The returned unit was leak tested by flushing the catheter with water using a 12 ml luer lok syringe. During testing, a leak was observed between the 36 cm and 37 cm depth markers. Microscopic inspection of the leak location found that longitudinally aligned, arc shaped damage was present. Along the arc were three tears. Only one of the tears penetrated the catheter wall, indicating that the damage had originated from a source outside the catheter. Inspection of the tears found that they all had a granular fracture surface, suggesting that tensile stress had occurred. The catheter was bisected and the inner wall inspected. No additional damage was found on the inner wall. The features observed indicated that the damage had originated from an external source, but there was insufficient evidence to identify a specific root cause. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.